Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device had never worked for them, they have never gotten a 50% reduction in symptoms. Patient said they had a bit of symptom relief in the very beginning but not a 50% reduction. Patient has gone to the healthcare provider (hcp) a couple times and they changed the program and it help again some for a little but it never worked right the way they thought it should work. Patient had an MRI of their head a couple months ago and the device was turned on. Patient did not put the device in MRI mode. Patient increased stim today and did not feel stim. The patient was redirected to their healthcare provider to further address the issue. When patient connected to the ins they didn't see an error message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.